Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer kept changing the battery every two weeks after receiving a failed battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the battery failed alarm, and the customer stated that no damage to the battery cap. Troubleshooting was performed for labelling anomaly, and the customer reported labelling damage. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with constant failed battery alarms after new battery installation. Unable to perform the sleep current test, active current test and self test due to constant failed battery alarms. Pump¿s history and trace files downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, in further full review in the pump history found unexpected low battery alarms on (B)(6) 2025 16:21:00. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and a poor/cold solder joint at the r11 found on the pcba 2 board. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, partially broken retainer ring, cracked keypad overlay, keypad overlay scratched, label damage, cracked case, and cracked case on the battery tube side. Failed battery alarms confirmed during testing due to a poor/cold solder joint at the r11 on the pcba 2 board. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Charge/battery last less than expected was confirmed, suspecting hardware issue. Cosmetic damage was confirmed at the serial number label(faded). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.